Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer chose not to reset the pump and instead set up a new pump received from tandem. Technical support closed the case.